Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The device was otherwise normal.

Event description:
It was reported that lead connection during implant failed due to a defective set screw. The device was explanted and replaced. The patient's condition is stable after the event.